Event description:
A report was received that the patient had charging difficulties. The patient underwent a revision to make ipg more superficial. The ipg was explanted and new ipg was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.